Event description:
Event description guidant received information that this implantable defibrillation lead was intermittently displaying an lead impedance measurment of greater than 3000 ohm. The patient noted that a 'jolt' was felt daily. This was reproducible with the pacing impedance test. The implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device.